Event description:
It was reported the pt stopped maintaining the ipg as recommended due to him not receiving pain relief from stimulation. An sjm representative met with the pt and attempted to troubleshoot the issue using two programmers to no avail. The pt may undergo surgical intervention but it unsure at this time.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.